Event description:
It was reported that due to an infection, a surgical procedure was performed to remove the inflatable penile prosthesis (ipp) system and place with a tactra as a space saver. Boston scientific has been unable to obtain additional information regarding the patient and procedure outcome to date, despite good faith efforts.